Event description:
It was reported that during an unspecified treatment procedure, the coating on the distal portion of the choice pt guidewire peeled off when used with a balloon catheter. The vessel being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a mach1 guide catheter to cross the lesion. It is noted that resistance was met with removal of the choice pt guidewire. No coating was left in the pt. The choice pt guidewire was removed and replaced with a guidant whisper guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.